Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: attached to at side uterus"), embedded device ("migrated bilateral essure coils,embedded in other tissue") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 863579) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spinal column stenosis and arthritis. Concomitant products included bupropion (wellbutrin), escitalopram oxalate (lexapro) and obetrol (adderall). In 2011, the patient experienced device expulsion (seriousness criterion medically significant). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), the first episode of abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), bacterial vaginosis ("bacterial vaginosis"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), anxiety ("anxiety"), amenorrhoea ("amenorrhea"), menstruation irregular ("irregular menstrual bleeding"), migraine ("migraines"), headache ("headache") and the second episode of abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation). At the time of the report, the device expulsion, embedded device, menorrhagia, feeling abnormal, vaginal haemorrhage, abdominal pain lower, bacterial vaginosis, allergy to metals, dysmenorrhoea, pelvic pain, anxiety, amenorrhoea, menstruation irregular, migraine, headache and the last episode of abdominal pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amenorrhoea, anxiety, bacterial vaginosis, device expulsion, dysmenorrhoea, embedded device, feeling abnormal, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: coils moved and I would need surgery to find them. Concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal haemorrhage , menorrhagia,amenorrheic, most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record- event device expulsion was added. On (B)(6) 2018: plaintiff fact sheet:events abnormal bleeding (vaginal, menorrhagia), bacterial vaginosis, malposition of essure device location of device: attached to at side or uterus , migration of essure device location of device: migrated bilateral essure coils and embedded in other tissue, nickel allergy, tubal ligation, dysmenorrhea (cramping), expulsion of essure device, pain, anxiety were added. On (B)(6) 2018: medical record- no new information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: attached to at side uterus"), embedded device ("migrated bilateral essure coils,embedded in other tissue") and menorrhagia ("menorrhagia") in a 45-year-old female patient who had essure (batch no. 863579) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spinal column stenosis, arthritis, headache, abdominal cramps, irregular menstrual cycle and vaginal bleeding. Concomitant products included bupropion (wellbutrin), escitalopram oxalate (lexapro) and obetrol (adderall). In 2011, the patient experienced device expulsion (seriousness criterion medically significant), allergy to metals ("nickel allergy") and anxiety ("anxiety"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In 2015, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), the first episode of abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), amenorrhoea ("amenorrhea"), menstruation irregular ("irregular menstrual bleeding"), migraine ("migraines"), headache ("headache") and the second episode of abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation). At the time of the report, the device expulsion, embedded device, menorrhagia, feeling abnormal, vaginal haemorrhage, abdominal pain lower, bacterial vaginosis, allergy to metals, dysmenorrhoea, pelvic pain, anxiety, amenorrhoea, menstruation irregular, migraine, headache and the last episode of abdominal pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amenorrhoea, anxiety, bacterial vaginosis, device expulsion, dysmenorrhoea, embedded device, feeling abnormal, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: failure to occlude on (B)(6) 2011 ,transvaginal ultrasound , were shows expulsion of essure device , doctor stated coils moved concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal haemorrhage , menorrhagia,amenorrheic, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc(product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.